Event description:
A site rep reported that surgeon felt accurate on surface however after placing screws was inaccurate on every level. A total of six o-ram spins were taken on this pt. The frame was placed on the spinous process of each level. Synergy 1.7 /o-arm 3.1.2 software. He set the tip extensions however when he walked away from system he felt like the software was jumping and not saving the accurate tip extensions. There was no impact to the pt.

Manufacturer narrative:
Pt weight was not available from the site. Stealth logs sent to (B)(4) for review.